Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was informed to continue using the pump and to contact technical support again if the issue reappears.